Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset, which resulted in elevated blood glucose levels. The user alleged that the leakage occurred with several infusion sets but could not recall the exact number of times that it has happened.